Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted an incomplete heat seal bead on the tubing to the patient connector. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue occurred during the rf (radio frequency) welding process between the patient line and the patient connector. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 12 foot extension set leaked where the tubing meets the white connector. The tubing was not placed onto the patient extension connector piece correctly and the end of the tubing was exposed allowing the fluid to leak between the tubing and white connector components. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.